Event description:
The dealer stated the left front rigging was bent so that it would not attach to the chair. This was new out of the box. The dealer stated that the consumer said tha the box was not damaged.